Event description:
The patient was receiving chemotherapy and supportive treatments, including a continuous infusion of IV fluid. On (B)(6) 2023 at 7:22am during staff found that the patient's IV infusion had completed and that air was being pumped through the IV tubing into the patient. Per staff, the pump did not stop or alarm "air in line" as would normally happen prior to the air reaching the patient. The infusion was stopped and the "patient" was assessed. The patient's vital signs were stable and have remained so. The pump has been sequestered pending service by clinical engineering.